Event description:
Anaplastic large cell lymphoma after breast augmentation with natrelle textured silicone implants. Right breast positive for alcl related to breast implant. FDA safety report ID # (B)(4).